Manufacturer narrative:
(B)(4): eval, results: (stent deformation, failure to deliver the stent). (Severe calcification and difficult anatomy). Eval, conclusions: (severe calcification and difficult anatomy).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to a pt. During the procedure, a strut on the stent was lifted due to hitting calcium. The pt had a very difficult anatomy and hard calcium. It is unk if the lesion was pre-dilated prior to the stent deformation occurring. It is reported that the physician felt that the stent performed to specification. A rotablator was used and the lesion was then successfully crossed by using another endeavor stent. The pt is fine and no clinical sequelae were reported.